Event description:
Boston scientific received information that the patient with this product developed an infection. The patient was prescribed antibiotics. This atrial lead displayed impedance measurements greater than 2000 ohms and noise. The noise was reproduced with arm movements. The patient will be followed by his physician to see if the infection clears and to determine what action will be taken with the lead. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead continued to display pacing impedance measurements greater than 2,000 ohms, with loss of capture (loc) at maximum outputs and increased pacing threshold measurements. Additionally, noise was recreated during isometric exercises. A revision procedure was performed and the physician suspected a lead fracture near the suture sleeve. The lead was ultimately abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.